Event description:
The customer reported that the unit was giving error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. Through follow-ups, customer stated that there was no patient involvement.